Event description:
Roughly 6 months ago this patient had a fall at work and developed right hip pain from then. Upon opening the hip joint the tissue was not especially black. It was also noted that there was considerable osteolysis anteriorly in the proximal femur, but that the corail stem was very well fixed, and not at all loose. He noted that there was debris on the trunnion when the head was taken off the stem. The decision was made to leave the stem in situ and bone graft the areas of osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.